Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient lost weight and had to frequently charge the implantable pulse generator (ipg). No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The explanted ipg will not be returned per hospital policy and patient was doing well postoperatively.